Manufacturer narrative:
The customer indicated that the device was available for testing; it has not been received.

Event description:
The date of the event was unknown. The reporter stated that the plum set leaked during chemotherapy. There was no report of patient harm.

Manufacturer narrative:
No list # 140099290 product samples or videos were returned for investigation. An image was provided showing a filter during an infusion and a spot of fluid on a nearby sheet. A view of the filter vent leaking was not provided. The lot history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.